Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error code, no patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. Device history record. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals missing. There was no evidence of the error recorded in the event history log (unable to download). The reported problem error code, was not duplicated at power up. The investigation however found that the cassette pins were stuck. Upon further investigation by opening the device, it was found that the device was contaminated. It was recommended that the cassette pins be replaced, and contamination removed by cleaning. It was also found that the microprocessor unit board connected to the battery compartment was missing a component so the microprocessor unit board was replaced accordingly. No issues were found based on the customer reported problem, but other problems were found and addressed. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously

Manufacturer narrative:
Other text: b5: additional information received via email and attached on 28-sep-2022: all issues found for this device were found during testing at our facility. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification. H6: event problem and evaluation codes: updated . H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.